Event description:
A report was received that the pt was explanted, due to an infection at the ipg site. The pt had an abscess under the ipg. The pt's symptoms were drainage and fluid at the lead area. The pt was prescribed antibiotics and was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn, as they were discarded by the medical facility.